Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, two episodes of ventricular noise oversensing were observed in the device memory. Lead impedance curves did not reveal any anomaly.